Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and it was communicated that the patient "failed to maintain rom after (right) tkr leading to this event". Per the crfs provided, 6 weeks post primary, the patient required an open synovectomy, irrigation and debridement and an mua for pain, decreased rom and synovitis. The events were documented as resolved as of 10/05/2017; therefore, no further patient impact is anticipated. No further medical assessment is warranted at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the patient had difficulty to walk, right knee ankylosis and synovitis post-operative. The event was resolved performing an unspecified surgical procedure.